Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 40 mg/dl and 336 mg/dl, and the meter bg readings were 86 mg/dl and 228 mg/dl. Reportedly, the customer did not enter in bg values for calibrations within 5 minutes of testing bg levels. A replacement sensor was sent to the customer.